Event description:
It was reported that during the implant attempt of the right ventricular lead there was visible separation of the proximal portion of the distal coil noted under fluoroscopy. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. The analyst also noted that the rv coil is within specification.